Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves, which have resulted in blockages with the devices. Reviews of the device history records have confirmed that the valves have met specifications, when released to stock. A follow up report will be filed, if the investigation of this device reveals a result different from that, which is stated above, or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Event description:
Affiliated reported that, after two weeks an obstruction occurred in the valve. It was reported that the speed of liquid was abnormal. As a result, the device was revised.